Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lumen wall thickness undersized ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient experienced allergic, constant infection since the foley catheter was placed and had urine retention issues. Explained to the patient that there were no other substrates in which foley catheter was made from. Medically patient required a foley to be placed and physician felt the silicon was the better one. Also stated that patient had urine remained in bladder and could have risked kidney damage and infections. Unfortunately, patient had no other alternative foley like intermittent catheter and medical procedures. Per customer via phone on (B)(6) 2021, patient had a procedure and required an emergent foley. The user removed the foley, but they had failed to pass whatever they were to pass from the surgery, and they placed a new foley. Upon removal of the first foley, patient had rash and itching in the vaginal area. Also had rash where the statlock was placed on her thigh. At one time, the statlock came unclipped and the hospital recommended to add tape to secure it. Patient had several emergency department visits and had suffered with urinary tract infect and yeast infection. Patient was still being treated by a physician with antibiotics. The first catheter was in place from (B)(6) 2021 to (B)(6) 2021 and the second catheter was in place from (B)(6) 2021. Customer stated they did not have these issues prior to the use of the catheter.

Event description:
It was reported that the patient experienced constant infections since the foley catheter was placed and had urine retention issues. Explained patient that there were no other substrates in which foley catheter made from. Medically patient required a foley to be placed and physician felt the silicone foley catheter was the better one. Also stated that patient had urine remained in bladder and could have risked kidney damage and infections. Unfortunately, patient had no other alternative to foley use like intermittent catheters or other medical procedures. Per follow up via phone on (B)(6) 2021, customer had a procedure and required an emergent foley, they removed the foley but failed to pass whatever they were to pass from the surgery and placed a new foley. Upon removal of the first foley, customer had rash and itching in the vaginal area. Also had rash where the statlock was placed on their thigh. At one time the statlock came unclipped and the hospital recommended them to add tape to secure it. Customer had several emergency department visits and suffered with urinary tract infection and yeast infection. They were being treated by a physician with antibiotics. The first catheter was in place from (B)(6) 2021 to (B)(6) 2021 and the second catheter was in place from (B)(6) 2021 to (B)(6) 2021. Customer did not have these issues prior to the use of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.